Event description:
Medtronic minimed pump 535g/bayer sensor continued to deliver basal insulin in spite of low blood sugars. Pt's husband has all the pump/sensor downloads for the 24hr prior to pt's death. Dates of use: (B)(6) 2014 till the time of death. Diagnosis or reason for use: diabetes.